Event description:
It was observed prior to starting a da vinci si surgical procedure the permanent cautery hook was not moving correctly. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering observed char marks and tube damage not reported by the site. The side of yaw pulley exhibits a char mark adjacent to the drive cable. The conductor wire is not broken and electrical continuity passes. The distal end of the main tube has various scratch marks with light material removal. The scratches are .115 - .300 in length and not aligned with the tube axis. The evidence is not conclusive, but damage may have been caused by mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.